Manufacturer narrative:
Device investigation narrative - one 9x30mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. The distal thread has broken off and additional threads are deformed some are missing small pieces. The outer diameter and wall thickness of the screw was measured and found to meet print specifications. All indications point to the device being used in a procedural application. Without knowing the clinical details in which the screw was being used a root cause cannot be determined. Credit has been issued as a customer courtesy. (B)(4).

Event description:
While going through the bone tunnel , the head of screw broke. A backup device was readily available. No delay or patient injuries were reported.